Manufacturer narrative:
The customer reported that repeat testing was performed to confirm correct results. The customer was asked to provide the measurement cartridge but it is no longer available. The printout for the initial result shows a question mark after the value (7.1?). That symbol is for a questionable result as referred to in the operator's manual. There will be an investigation on the uploaded data files. The customer reported they are operational.

Event description:
The customer reported discrepant total hemoglobin (thb) results with two different blood samples on two rp 500 systems. In addition, a sample was run on a non-siemens chemistry analyzer for comparative analysis. There is no report of injury due to this event.

Manufacturer narrative:
Siemens review of the limited data provided by the customer, from two different mcarts, indicted no co-ox issues. Review of the diagnostic events does not suggest any systematic issue with the polychromator (the optical components which is the thb and co-ox fraction's measurement mechanism). The .cx files were requested but were not provided. The .cx files are needed to investigate this event further. The aqc results were in the expected ranges. The cause for why the specimen was flagged as "question results" for thb is unknown.